Event description:
Since my implant of a device to my neck and back I have experienced a shocking pain starting from my left neck and going down to my left arm. When this pain begins, it would leave me paralyzed for a few hours before coming down. Or then it would start from my right-side neck and travel to my right arm. My pain has worsen even more after implanting this device. And I would get an electric shock in my lower back with the pain increasing even more. Every night when I lay flat on my neck, I can feel electric sensation when I try to turn to my left to sleep, increase pain with the electric shock sensation and when I turned to my right side in increasing pain, electric shock sensation every night. I am unable to sleep and affect my daily life activity. It has made my pain even more worse now it was with this device.